Manufacturer narrative:
E1: (B)(6) medical center. The device was returned to olympus for evaluation and the customer's allegation was confirmed; there was an image failure (yellowing). The device evaluation found also flooding of connector, connector cracks, corrosion of electrical contacts and pixel defects due to image capture failure. Based on the results of the investigation, the most probable cause of the complaint was traced to cable failure. The cause of the damage could not be identified based on the information obtained from this compaint and the results of the investigation. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): caution: do not round the camera cable smaller than 20 cm in diameter. There is a possibility of damage. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head presented a poor image in which it turned to yellow. There were no reports of patient harm.